Event description:
Our rep. Is reporting to us that during a shoulder repair, they observed that there were metal shavings coming off of the suture leader itself . They state that they had not drilled yet, so it had to be from the leader. The used a shaver to remove the debris and they are not reporting any patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report . Awaiting receipt.

Manufacturer narrative:
Mitek received one device covering 2 related complaints; this one and (B)(4). The device is in the brand new unused condition, which would apply to complaint (B)(4), not used. The device was visually evaluated and its condition noted: device new/unused; distal tip has some very slight roughness, however, nothing that would come away from the device, in other words, nothing that could flake off. We don¿t find anything wrong with this device; we cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.